Event description:
Hold for tg 10.14as reported, the plastic tube of two 100 cm extension catheters which is inside the metal part was separated during the connection to another device, the retainer tubing separated in two extension catheters. The extension tubing broke when it was initially used. The procedure was completed with a third extension catheter. There was no reported patient injury. The extension catheter was stored, handled, and prepped by the instructions for use (IFU). The intended target lesion was the descending aorta. The extension catheter was used in a transcatheter aortic valve implantation (tavi) case. A non-cordis power injector was used, and psi was 900. The device was not kinked around separation. The devices were discarded and will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18076420 presented no issues during the manufacturing process that can be related to the reported event. Complaint conclusion: as reported, the plastic tube of two 100 cm extension catheters which is inside the metal part was separated during the connection to another device, the retainer tubing separated in two extension catheters. The extension tubing broke when it was initially used. The procedure was completed with a third extension catheter. There was no reported patient injury. The extension catheter was stored, handled, and prepped by the instructions for use (IFU). The intended target lesion was the descending aorta. The extension catheter was used in a transcatheter aortic valve implantation (tavi) case. A non-cordis power injector was used, and psi was 900. The device was not kinked around separation. The products, of the same lot number, were not returned for analysis. A product history record (phr) review of lot 18076420 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the devices or images for analysis, the reported customer event ¿catheter extension-separated¿ could not be confirmed. Handling factors such as excessive pulling or twisting of the extension tubing may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿exposure to temperatures above 54°c (130°f) may damage the catheter extension. To prevent damage, withdraw the catheter extension gently. Rapid removal or jerking may damage the extension.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.